Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported through patient outcome that the patient passed away due to sepsis followed by multisystem organ failure. The patient suffered from progressive multisystem organ failure which was related to the outcome. The patient also had a driveline device infection, but it was secondary and not related to the outcome. The device operated as expected. The outcome was not considered device or therapy related.

Event description:
It was additionally reported that the patient suffered from fever and progressive multisystem organ failure which was related to their death. The patient also had a driveline device infection, but it was secondary and not related to their death. The patient was given antibiotics according to the antibiogram from lab and swab tests. It was noted that the driveline infection had not caused the sepsis as sepsis occurred prior to the driveline infection.

Manufacturer narrative:
Section g2: corrected. Section h6: corrected health effect - clinical code. Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the patient's outcome could not be conclusively determined through this evaluation. It was reported that no autopsy was performed and heartmate 3 lvas, serial number (B)(6), was not explanted for evaluation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviation from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) rev. G is currently available. Section 1 of the IFU, ¿introduction¿, lists multiple types of organ failure and dysfunction, infection, sepsis, and death as adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. Additionally, section 6 ¿patient care and management¿ lists infection as a potential late postimplant complication that may be associated with the use of heartmate 3 lvas. This section also includes information regarding how to prevent and control infection. The heartmate 3 lvas patient handbook rev. G, contains several sections with information about how to prevent and control infection. No further information was provided. The manufacturer is closing the file on this event.